Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of chest pain and coke-colored urine. On admission the patient's international normalized ratio (inr) and lactate dehydrogenase (ldh) levels were elevated. The vad coordinator stated that patient's inr had been 1.9-2.2 for approximately two weeks prior to this event. The patient was initiated on a heparin drip and repeat ldh results were 2920 u/l. No log files were obtained at this time; however, it is reported that the patient also had an increase in power. He was subsequently taken to the operating room (or) for pump exchange on (B)(6) 2016. He is last reported to be stable post-exchange and is currently recovering in the step-down unit. No further information was provided.

Manufacturer narrative:
The hvad pump ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 1 low flow alarm was logged on (B)(6) 2016 at 12:42:38. One high watt alarm was logged on (B)(6) 2016 at 23:26:18. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 5.3 w outside of normal power consumption, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption beginning (b(6) 2016 to parameters above the normal operating range. One (1) high watt alarm was logged on (B)(6) 2016. Additionally, one (1) low flow alarm was logged on (B)(6) 2016. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the investigation conducted, the low flow alarm may be attributed to thrombus in the outflow graft. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.